Event description:
It was reported that when using the bd pyxis¿ es server, orders may not have been current. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the issue was due to ongoing reboot process. A technical support specialist (tss) confirmed that facility personnel requested the pyxis es server patching and reboot process. The tss verified that the issue was resolved once the reboot was completed. Further the tss confirmed that all the services and communications were up and running. The system functioned as intended after the technical support specialist investigated the device.